Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s reported bg, being blood glucose, was high on the cgm graph, as well as, high ketones. The customer treated bg with a correction bolus and a manual injection. Reportedly, the customer replaced the pump supplies and resumed insulin therapy.